Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was hyper-extending three years after having primary arthroplasty. Surgeon was revising it, and on opening, it became clear that the problem was the articular surface post which had broken.